Manufacturer narrative:
Per the ccp, the unit was located in the storage room and the batteries were dead. The field service representative (fsr) replaced the batteries. The batteries for this system are due for replacement in april 2015. The reported complaint was confirmed during the laboratory evaluation. After charging for 24 hours, one battery failed the minimum conductance specification. No physical damage or other anomalies were observed. One battery measured 13.2 volts direct current (vdc) upon receipt, with a conductance measurement of 289 siemens (s), (typical passing). The minimum requirement for conductance on this type of battery is 200s. The second battery measured 7.4 vdc (non-typical, indicates internal failure). Conductance measurement was not possible with this battery as the meter requires 11.8 vdc minimum to perform the reading. The batteries were installed into a lab-use only (luo) 8k battery backup module and allowed to charge for 24 hours. Voltage and conductance measurements following charging were: 13.7 vdc on both batteries, with 290s and 31s respectively. The 31s reading indicates a severely weakened battery and corroborates the reported complaint.

Event description:
It was reported that during the use of the device for a non-clinical activity, when the perfusionist (ccp) unplugged the perfusion system from the wall, the battery indicator turned red. After charging the system overnight, he still experienced the same failure. There was no patient involvement.